Event description:
The complainant alleged that during routine testing by biomed, the device display settings switched between pads, paddles and internal paddles when the "mfc" was wiggled. The complainant indicated there was no pt involvement with this reported malfunction.